Manufacturer narrative:
One physical sample with lot number 2301026064 was received for investigation. A visual inspection was performed, and the reported condition was confirmed. A root cause analysis indicated that this issue occurred as a result of the tubing being trapped during the sealing process. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Corrective and preventative actions have been implemented to address the reported condition. All information received will be used for further tracking and trending purposes.

Event description:
The customer reported the product was obtained from the clean supply room on (B)(6) and inserted. On (B)(6) the nurse was checking the placement and didn't hear a "pop" sound, so she pulled the tube out and noticed it ends at 8cm. She did rl and reported it to the neonatologist. An x-ray was done and nothing was found. There was no patient injury.